Event description:
It was reported that during a laparoscopic ventral hernia, the active blade broke off. It was decided not to retrieve from the pt. Another device was used to complete the case.

Manufacturer narrative:
Date sent: 05/29/2008. Info anticipated, but unavailable at this time.